Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle could not be removed was confirmed and the cause appeared to be associated with the manufacturing process, whether with the raw material or during assembly. The needle on the returned 22g nexiva device was received with two small bends. A longitudinal split was observed in the needle between the two bends. The damaged region of the needle was positioned within the tip shield and prevented the needle from passing through the washer of the safety mechanism. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva safety mechanism will not disengage from catheter / stuck at hub. The following information was provided by the initial reporter: ultrasound piv placed with success. Blood return in lumen. System stabilized. Attempted to pull back on the white finger grip. Needle will not (dis)engage. Unable to remove needle. Piv removed. Needle appears intact. Gauze and dressing applied. Epic documentation completed.¿ event date: 8/14/2024. Patient harm: none. On 4 sep 2024 additional information: did the event directly, or indirectly involve a patient or user? Indirectly please confirm the number of occurrences. 1st occurrence.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.